Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the electronic assembly. Analysis was unable to perform the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to blank display. Also, the insulin pump was received with moisture damage on the motor and force sensor. No moisture damage was found on the keypad assembly. The insulin pump was received with partially broken reservoir tube lip, missing retainer, reservoir tube missing o-ring, case cracked behind the pump near the battery compartment, broken battery tube threads, serial number label missing, end cap address label missing, display window cover missing, cracked select button keypad overlay, scratched case, pillowing keypad overlay, and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was unknown at the time of the incident. It was reported that battery just died this morning which they inserted a new battery but pump still did not turn back on. The insulin pump was returned for analysis.